Event description:
It was reported that the patient experienced a loss of therapeutic effect followed by a shocking sensation. The patient experienced significant leaking starting around (B)(6) 2012. They still felt stimulation over the buttock when using program 2 at 3.5 v. The patient switched to program 4 at 4.2 v to see if symptoms would improve. On (B)(6) 2012, the patient reported a shocking sensation and a "sharp pain and gripping sensation" on the buttock area that was "more than they could stand." The patient was using program 1 at 1.5 v because they couldn't stand program 4 at all. There was no leaking, but they still experienced severe pain and had difficulty walking. All other programs had been tried by the patient previously. On (B)(6) 2012, the patient reported they had no concerns regarding their therapy "at this time" and had received assistance from their doctor on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-33, lot # v851923, implanted: (B)(6) 2012, explanted: na, product type lead. Product ID 3037, serial # (B)(4), product type programmer.